Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse identified that monopolar energy was intermittently not firing. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. A system log review was performed. Per the review, the following was confirmed: a cholecystectomy procedure was performed on system sk2151 on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to traditional laparoscopic surgery after the start of the procedure due to the reported issues with monopolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they are having issue with monopolar energy while performing a single port case. Tse asked site had the correct set up with monopolar and dual ground pads. The csr called back and reported that the procedure was converted to traditional laparoscopic surgery and was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation.

Event description:
Refer to h10/h11 for follow-up information.